Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2022(B)(4). The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
A defective flow/bubble sensor (reading failure) was reported. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that flow/bubble sensor had a reading failure. The failure occurred during transport. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-29. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file analysis shows the error message "arterial bubble detected" on the corrected date of event 2022-12-18. No pump stopped is logged. The flow/bubble sensor was returned to manufacturer for further investigation. The flow/bubble sensor was investigated by getinge life-cycle-engineering (lce) on 2023-05-08 with the following result: the reported failure can¿t be reproduced. The flow-/bubble sensor works correctly and as per factories specifications. Value deviations can be caused most probably by excessive electromagnetic interference. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2015-10-14. The review of the non-conformities has been performed on 2022-01-02 for the period of 2015-10-14 to 2022-12-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow/bubble sensor had a reading failure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).